Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-aug-04. The event was initially reported by a consumer. The representative stated that he would guess the patient¿s weight to be about (B)(6) pounds. The representative did not have the exact date of explant, but the patient stated about 3-4 weeks ago. It was stated that the pump and catheter were totally removed. The representative did not know what happened to the implants after explant. The healthcare provider (hcp) removed the pump and should know the exact date. The representative was not at the case and had not called the hcp.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving hydromorphone at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the pump and catheter were explanted. A candida fungal infection was reported and the pocket site was reddened. Infectious disease at the hospital felt the fungal infection likely occurred at the implant of the infusion system. The patient did have several other ¿ports¿ and medical issues. When the pocket was opened, it appeared that the pump had been flipping and the catheter had pulled out of the intrathecal (it) space. It was stated that the flipped pump caused the catheter to pull out. The entire system had been removed and would likely be replaced in the future. The event date for the fungal infection was stated as the date of implant (B)(6) 2017. The event date for the pump flipped and the catheter dislodged from the it space was stated as 3-4 weeks ago (B)(6) 2017 during the surgical removal of the system due to infection. There were no further complications reported or anticipated.